Event description:
A patient was being transported with an IV [intravenous] pump clamped onto an IV pole with casters. The patient was in a wheelchair. They were passing over a transition (carpet to vinyl) in the floor when the top half of the IV pole slipped out of the bottom half of the IV pole. The top half of the pole tipped over with the infusion pump attached, nearly striking the pt as it came down. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).